Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in one piece measuring 9.3cm. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil adjacent to the connector boot. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.